Manufacturer narrative:
Additional information: h6 (medical device problem code). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted exp plastics recall completed - front and rear case. As found software version 9.33.0.50, as left software version 9.33.0.50. Left and right iui's replaced due to corroded pins. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the front case - damaged/ cracked (exp plastic recall). A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2,g2 ********************************************** a review of the complaint history record was performed for the sn13429138 which confirmed similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted exp plastics recall completed - front and rear case. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the front case - damaged/ cracked (exp plastic recall). A review of the device history record showed the device had a manufacture date of 10jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.